Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a red x and an arrow to a book. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer accidently walked in the pool with the insulin pump. They received a red x and an open book image on the screen. The insulin pump was beeping and did not stop. The customer had changed the battery. The customer rewind the insulin pump but suddenly the x and arrow question mark came up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.